Event description:
It was reported that at an in office clinic visit the device displayed elective replacement indicator (eri) when it should not have. The device also had no longevity, battery voltage or lead information available. It was noted that the device pacing mode had changed. A software update was provided to clear the eri lock up of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.